Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:during the questioning of the incident the nurse and professor declared that there wasn't anything unusual before or during the firing (no sound or difficulty to fire the device).

Manufacturer narrative:
(B)(4). Additional information: was the second cartridge loaded with the retaining cap on or off ? Off. If the cutline was complete how did the surgeon repair the proximal area where the staples were missing? With suturing. Did this repair altar the procedure in any way ? If so please explain? No. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileocolectomy procedure, the incident occurred in the second fire of the instrument. After firing, when the surgeon has opened the device he noticed there was misfiring in the proximal half of the firing. The distal half was perfect, the staples where in b shape as they should be. In the proximal half of the firing there weren't any staples and after examination, no sign of staples was found in the body of the patient. There assumption was that there weren't staples on the first half of the reload. Unknown how case was completed. There were no adverse consequences for the patient.